Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the hcp thought the patient's pump was alarming but did not have a programmer to confirm the alarm indication. It was noted that the patient underwent magnetic resonance imaging (MRI) on thursday ((B)(6) 2019)) and on (B)(6) 2019, the patient began experiencing symptoms of withdrawal. It was noted that the patient would be discharged with supplemental dilaudid and the representative would see the patient to confirm with the personal therapy manager (ptm) which alarm was occurring. The ptm code was 8286, indicative of an empty reservoir alarm. It was thought that the patient was due for a refill, and the representative was to confer with the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-oct-08. It was confirmed that the pump ran empty but there was no motor stall. The pump was refilled on (B)(6)2019 and was running fine at the time of report.